Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary stenting treatment procedure, the shaft of the liberte bare monorail kinked when advancing through the lesion. The lesion being treated was located in the average tortuous, calcified and 90% stenotic proximal left anterior descending artery (lad). The procedure was completed with another liberte bare stent. There were no patient complications and the patient's condition is reported as good. However, the returned product analysis confirmed that there was a shaft fracture.

Manufacturer narrative:
Device evaluation: product analysis did reveal a hypotube fracture. The delivery device with the stent on the balloon was received and a hypotube fracture was observed. Examination of the returned catheter revealed a hypotube fracture located 16 centimeters distally from the edge of the strain relief. Microscopic examination of the material surrounding the fracture did not reveal any inherent material deficiencies that would have contributed to the fracture. Further examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fractured site. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The complaint description states the shaft kinked while trying to cross the calcified lesion. The manufacturing records for top assembly batch 9254454 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the original kink or the subsequent fracture can be attributed to handling during the procedure.